Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. No detachment were observed along the device, the device appears to be in good conditions. The ilab system and mdu were used in order to perform the following testing in addition with the impedance analyzer. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. During image characterization testing , 6 pullbacks were performed and a good square image appeared in the ilab system.

Event description:
It was reported that the catheter was fractured. An opticross imaging catheter was selected for use to view the target lesion. During coronary ultrasound imaging, ivus was performed to observe the lesion area. It was noted outside the patient that the opticross catheter was fractured when it was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and it had no effect on the patient.

Event description:
It was reported that the catheter was fractured. An opticross imaging catheter was selected for use to view the target lesion. During coronary ultrasound imaging, ivus was performed to observe the lesion area. It was noted outside the patient that the opticross catheter was fractured when it was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and it had no effect on the patient.